Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited (B)(4) oversensing on the atrial channel which resulted in inappropriate atrial tachycardia response (atr) episodes. It was also reported that the patient experienced a syncopal event which corresponded to a pacemaker mediated tachycardia (pmt) event.

Manufacturer narrative:
A boston scientific technical services consultant discussed reprogramming the atrial blank after ventricular paced events to mitigate the inappropriate atr episodes. Additionally, technical services discussed the syncopal episode may have been due to the patient not being able to tolerate maximum tracking rate pacing without atrioventricular synchrony. Technical services recommended programming the post ventricular atrial refractory period accordingly. The available information suggests this device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.